Manufacturer narrative:
Additional information received on 6/18/2019 indicated the patient experienced bilateral capsular contracture baker grade iii and underwent device removal on (B)(6) 2019. Reason for device explant and/or reoperation: capsular contracture baker grade iii. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 650cc and experienced inflamed lymph nodes and capsular contracture baker grade unknown on the right side. It was also reported that the implants are too big and interfere with daily activities. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.